Event description:
A 94 yr old female underwent colonoscopy in order to investigate the cause of bleeding following her colectomy. Upon investigation, an ulcerateed area was found. The procedure was performeeed at approx. 1:20 p.m. And had appeared to have been successfully completed but at approx. 1:55 p.m. It was noted that the pt had abdominal distention. She wass taken to x-ray where perforation of the colon was verified. She was then taken to the o.r. Where the perforation was successfully repaired. The rn stated that the pt is in stable condition. The scope was evaaaluated by hospital personnel and later returned to service since no problems were found.